Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as the site discarded the part before the lot number could be documented. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement biopsy guide shipped to site 04/12/2016. This suspect part was discarded by the site and will not be returned to manufacturer for analysis. On 04/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A site representative reported an aiming device that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.